Event description:
In review of published literature, these findings were noted: seung hyun lee, jong yun won, do yun lee, il jung kim, shin jae lee, man deuk kim, sung il park, kwang hun lee, young guk ko, dong-hoon choi and eun-kyung kim, ¿mid-term clinical outcomes and morphological changes after endovascular aneurysm repair of inflammatory abdominal aortic aneurysms: a single-center experience¿, acta radiol published online 7 march 2014, doi: 10.1177/0284185114526591 . Between march 2001 and january 2012, ten male patients (mean age, 67 years; range, 54¿78 years) with inflammatory abdominal aortic aneurysms were treated with endovascular aortic repair (evar) using endovascular stent grafts. Two of the patients were implanted with a gore excluder aaa endoprosthesis. The article describes that in one of the ten patients, 1-year follow-up computed tomographic angiography showed upward migration of the left limb of the stent-graft. It is unknown if the patient was, in fact, implanted with a gore device. The report states migration of the stent-graft was most likely due to severe stent-graft tortuosity, and therefore a stent-graft extension was performed as a secondary intervention. No further information is available.

Manufacturer narrative:
Review of the file determined this event to be non-reportable, as the implanted gore devices (item and lot serial #'s here) did not cause or contribute to the events described in the article. This medwatch will be voided.